Manufacturer narrative:
The customer¿s report of tubing set separated and leaked was confirmed. Visual inspection of the set noted separation from the drip chamber outlet port from the secondary set. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. A gap was observed, indicating that the tubing was not fully inserted into the drip chamber. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Dimensional analysis performed found the tubing measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the secondary tubing set separated and leaked from the bottom of the drip chamber, during an antibiotic infusion in use on an adult patient. The rn informed the physician and another antibiotic was ordered and administered without further difficulty. There were no adverse effects caused to the patient from this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the secondary tubing set separated and leaked from the bottom of the drip chamber during an antibiotic infusion in use on an adult patient. The nurse informed the physician and another antibiotic was ordered and administered without further difficulty. There were no adverse effects caused to the patient from the event.